Event description:
It was observed that during the device inspection, the gastrointestinal videoscope's nozzle exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1: (contact information should be blank). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 14 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. There was no damage to the area where the foreign material was detected. And reprocessing was confirmed, to be practiced in accordance with IFU. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented, by following the instructions for use, which state: instructions for evis lucera gif/cf/pcf, type 260 series, operation manual, chapter 3: ¿preparation and inspection¿: describes, how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif, type 260 series, reprocessing manual, chapter 3: ¿cleaning, disinfection and sterilization procedures¿: describes, how to prevent the subject event. Olympus will continue to monitor field performance for this device.